Event description:
It was reported that the ventilator failed the internal leakage test during pre-use checks displaying an error message "sys volume too small". Excessive air was escaping from the air module.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.